Event description:
It was reported that, during a thr surgery, the outer thread of the r3 offset impactor broke during the impaction, causing the cup to detach from the impactor. No piece fell into the patient. Surgery was completed, without any delay, with a sn back-up device. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirms the stated failure mode as it is fractured. The device shows signs of extensive use. A functional evaluation of the device confirms that the release tab would not function as intended as it is broken , rendering the device inoperable. According to clinical/medical investigation , during impaction the outer thread of the r3 impactor broke. The procedure was completed using a s+n back-up device. No patient harm or surgical delay were reported. Since no patient injury is being reported no further clinical/medical assessment is warranted at this time. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. An assessment of historical escalated cases concluded that this event was previously identified and there is a potential for breakage if the device used after the expected lifetime or excessive force is used. Also, the failure rate of this issue is within expected and documented in the risk file. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. Additional information: d3.